Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that insulin pump broken force sensor was detected during seating or regular delivery alarm. The blood glucose level was 346 mg/dl. Customer reported that they were unable to clear the alarm. Troubleshooting was performed for pump error. The customer was advised to discontinue the use of the pump and revert to the backup plan. The insulin pump will be returned or analysis.